Event description:
Facility director of nursing reports that after administering medication intravenously during treatment, the inline injection port "popped" out when the needle and syringe were removed. Blood was not able to be returned to the patient resulting in a 300cc blood loss. The treatment was interrupted, a new set-up prepared and treatment resumed without further incident. Hematocrit pre event was 31.8 (hgb 10.6) and post event hct 31.5 (hgb 10.5). The patient did not require transfusion or other medical intervention. The line has been retained for return to the manufacturer.